Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned at the manufacturing site in the original folding carton. Visual inspection at 10x microscope magnification showed residue of viscoelastic (ovd) and loose particles in the optic body compatible with handling the lens and suggesting the lens was handled/prepared for surgery. No scratches were observed in the returned lens. The customer's reported complaint was not verified. Manufacturing records review: manufacturing records were reviewed and the lens was manufactured and released according to specification. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was not verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Date of event: unknown, not provided. If implanted, give date: not applicable as lens wasn't implanted. If explanted, give date: not applicable as lens wasn't implanted, therefore not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a scratch was noted on the intraocular lens (iol) when the packaging was opened. There was no patient contact and there was no attempt to load the iol into the cartridge. No further information was provided.